Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the atrial lead exhibited noise and the right ventricular lead exhibited noise oversensing. Variation in impedance range was noted on the atrial lead. No intervention was performed. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2017865-2019-10211.